Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 08/07/2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found that the platform was damaged by the corner of the lcd and the battery lock clip was bent. The grip strip was also damaged. The physical damages found during visual inspection are unrelated to the reported complaint that the autopulse platform did not turn on after the customer replaced the depleted autopulse battery with a new one. It should be noted that the customer did not provide the date of event. A review of the platform's archive data was performed and found that on (B)(6) 2015, a "battery lost" occurred at 15:18:44 using autopulse nimh battery with serial number (B)(4). This battery's remaining capacity (rc) was low at that time with a value of 541 rc. The archive data confirmed that the customer replaced the battery with another nimh battery (serial number (B)(4)) at 15:18:55. The rc of this battery was 1279 when it was placed into the platform. The customer's reported complaint that the platform did not turn on after the battery was replaced was not confirmed. The archive data indicated that after the battery was replaced, the platform experienced a "system error" message (error code 139 - unable to hold compression position) and did not resume compressions. The reported complaint was not duplicated during functional testing. The platform successfully powered on and off using both autopulse nimh and li-ion batteries without any issues. However, the platform displayed a "system error, out of service, revert to manual CPR" message when the platform was powered on. Functional testing could not be performed due to this "system error" message. Further investigation determined that the processor board was defective. Based on the investigation, the parts identified for replacement were the processor board, top cover, battery lock clip and grip strip. In summary, the customer's reported complaint that the autopulse platform did not turn on after the customer replaced the depleted autopulse battery with another one was not confirmed. A review of the platform's archive data indicated that on (B)(6) 2015, a "battery lost" occurred at 15:18:44 using autopulse nimh battery with serial number (B)(4). This battery's remaining capacity (rc) was low at that time with a value of 541 rc. The customer replaced the battery with another nimh battery. The rc of this battery was 1279 when it was placed into the platform. The archive data indicated that after the battery was replaced, the platform experienced a "system error" message (error code 139 - unable to hold compression position) and did not resume compressions. Please note that the customer did not return any batteries for evaluation. The reported complaint was not duplicated during functional testing. The platform successfully powered on and off using both autopulse nimh and li-ion batteries without any issues. However, a "system error" message displayed when the platform was powered on for functional testing. The root cause of the "system error" message was determined to be a defective processor board. The physical damages found during visual inspection are unrelated to the reported complaint. The autopulse is a reusable device and therefore, these types of physical damage can occur due to normal wear and tear and/or physical abuse. After replacement of all the parts identified for replacement, the platform successfully passed all final functional testing.

Event description:
It was reported that the autopulse platform did not turn on after the autopulse battery in the device depleted and was replaced with another one. No adverse patient sequelae was reported. No further information was provided. Please note that the customer did not provide the date of event.